Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced blood glucose (bg) of 500 mg/dl associated with an alleged inaccurate delivery issue. Reportedly the patient remained on the pump. During trouble shooting with customer technical support (cts), it was revealed the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2017 with the following findings: the pump's basal change history appeared to be inaccurate on (B)(6) 2017 due to a replace cartridge alarm that stopped insulin deliveries for half an hour. The pump was exercised for 24 hours with no issues observed. The total daily doses added up to the expected values and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no issues.